Manufacturer narrative:
Device is not expected for returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the screws were still in their original packaging and although the labeling was correct, the screws were noted to also have smaller diameter head; one that would slip through the hole in the plate. These three packaged screws with the wrong size head diameter were removed from the modular handset. These screws were not used on a patient. They were removed from the set and later replaced with appropriately sized screws. After an additional inspection of the modular hand set, it was ultimately confirmed that one loose screw and three unopened screws were found in the case. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual date of surgery unknown. This report is for unknown screw cortex/unknown lot number. Implant date unknown. Not explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date approximately one week prior to being reported, the wrong screws were inadvertently used to treat a fracture using a 2.4 limited contact dynamic compression plate (lcdc). Surgery causing a fracture and a significant surgical delay. Reportedly screws with different head diameters were used; some with appropriate head diameters and some with the diameter of the screw heads were just fractionally small enough to be pulled through the plate hole with any force. It was the surgeon's assessment that this resulted in a new fracture of the metacarpal bone from the sheer forces caused by having part of the bone rigidly fixed and the rest of the bone being torqued away from it. It was reported during a meeting with the surgeon held on (B)(6) 2015 that a 3.4 mm modular handset, stocked by the sterile processing unit was stocked set with incorrect screws and the surgeon proceeded unknowingly to use the screws on the patient. Reportedly the surgeon was able to identify the correct screws stocked within the tray, he repaired the fracture and completed the surgery with a at least a 30 minute delay. It is uncertain if any additional medical intervention was required while completing the procedure. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: it was confirmed that the screw was ordered based on length which was correct, however the screw head size was ordered incorrectly. A retrospective inspection for other modular handsets was initiated and any like complaints will be documented and linked to this complaint. This report is for appropriately sized screws used to with the malformed screws. (B)(4).